Event description:
The lay user/patient contacted lifescan in 2007 and alleged that three dashes displayed on her one touch ultra meter when she attempted to perform a test. The medical affairs specialist called and spoke with the pt eight days later and obtained further info. The pt mentioned to the mas that she had stopped using the meter for months since she was not able to go past the three dashes on the screen. For 3 days prior to her visit to the dr, she developed symptoms of blurry vision, hunger, and "severe cramps all over body". On event day, she made an appointment with her dr and was seen that morning. Prior to going to the dr's office, she attempted to test on the reported meter "after a long time", but kept saw the three dashes on the display. She went to the dr's office and was seen by a nurse who performed a lab result with a result of 482 mg/dl. The pt stated that the nurse wanted to administer insulin to her, but she refused and took a double dose of her oral medication herself when she arrived home. The pt tests her blood glucose 2-3 times/day and is on a oral medication regimen (glucophage and micronase), which she had continued to take during the time she was not able to test her blood glucose. At the time of troubleshooting, it was verified that the pt had the meter for over a year. However, it was discovered that the test strips had been open past the discard date (use error). It was also determined that when the pt had attempted to test on the meter at the time of the event, she was pressing the "m" button and accessed the memory instead of the test mode (user error). The pt was walked through the correct testing procedure and a blood test was performed with a result of 29 mg/dl (test strips were open past the discard date; and therefore, this result would not be accurate). The pt was not experiencing any symptoms at this time and was advised regarding the discard date of the test strip. This complaint is reported because the pt alleged she was unable to obtain a test result (due to use error) at the time she was experiencing symptoms and was later found to be hyperglycemic. A replacement meter, control solution, and test strips were sent to the lay user/patient.